Event description:
It was reported that a swan ganz catheter 777f8 had irregular temperature readings, was unable to monitor cco, and had a thermal filament error message. C an xray was done to confirm placement and the cable and hemosphere monitor were exchanged but the issue continued. The issue was resolved by using a new 777f8 catheter with the same lot number. There were no patient injuries.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional product codes are kra, dqe, dqo.

Manufacturer narrative:
A product evaluation was completed on the returned swan ganz catheter. Customer report of "irregular temperature readings, inability to monitor cco, and thermal filament error message" was unable to be confirmed. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is plus or minus 0.3 c per hemosphere manual. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 minutes without error. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. Resistance value of thermal filament circuit, 39.16 ohms, was within specification. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Extension tubes of through lumens and thermistor lumen had indentations caused by hemostats. No visible damage was observed from returned syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. The reported issue was unable to be confirmed through the product evaluation. Therefore, no product nor process malfunction was identified in this complaint. There are manufacturing controls to avoid potential causes related to inaccurate values which include visual inspection, leak test, flow test, and electrical testing of 100% of devices in addition to quality sampling inspections. The instructions for use (IFU) states that some examples that can cause blood temperature variations include, but are not limited to: status post cardiopulmonary bypass surgery centrally administered cooled or warmed solutions of blood products, use of sequential compression devices, clot formation on the thermistor, anatomical abnormalities (for example, cardiac shunts), excessive patient movement, and electrocautery or electrosurgical unit interference, and rapid changes in cardiac output.